Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. The patient noted that she is allergic to metal. Follow up indicated that the patient's physician prescribed a spray and the rash was still present but the irritation improved.